Event description:
It was reported that a user on the ilet experienced fluctuating glucose levels, with a reported reading of 181 mg/dl followed by a reading of 60 mg/dl, while also taking epilepsy and thyroid medications that the user believed increased glucose levels. Symptoms included hyperglycemia and subsequent hypoglycemia. Outcomes included user self-treatment with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.